Event description:
The pt was under going stent assisted embolization of a left carotid-opthalmic artery. Following the placement of the stent, a thrombus formed distally. The physician did not take any action to treat the thrombus. The pt was reported to be very well with no clinical complication and was discharged home three days post procedure.

Manufacturer narrative:
Unk as the batch # was not disclosed. For no allegation of product malfunction or non conformance contributing to the reported event. Additional info was received from the user facility. Five days prior to the procedure, the pt was on 75mg plavix and 75mg aspirin. During the procedure, the pt received 7000iu of heparin and, post procedure were prescribed 75mg of plavix for 4 weeks and 75mg of aspirin for 12 weeks. The physician did not relate the thrombus to the stent, coils or the index procedure. The physician's opinion is that the pt was possibly antiplatelet/aggregation resistant.

Event description:
The patient was undergoing a stent assisted embolization of a left carotid-ophthalmic artery aneurysm. The stent deployed in an unintended location after there was some interaction between the stent system and the guidewire. Following the stent deployment, a thrombus formed distally. The physician did not take any action to treat the thrombus. The patient was reported to be very well with no clinical complications, and was discharged home three days post procedure.

Manufacturer narrative:
Conclusion: other for anticipated procedural complication. The device remains implanted so was not available for analysis. From the information provided, there is no indication that there was any device nonconformance or misuse that contributed to the reported event. The definitive cause of the stent improper deployment cannot be determined. Based on the information provided, it can be concluded that excessive interference between the guidewire and the stent likely led to the stent being deployed. Therefore, operational context is the most likely cause of the stent issue. A definitive cause of the reported thrombus cannot be determined. Thrombus is a known and anticipated complication to such types of procedure and is listed as such in the directions for use. Therefore anticipated procedural complication is the most probable cause of the reported thrombus.